Manufacturer narrative:
The device is available for investigation. It has not been received.

Event description:
The event involved a plumset that the customer reported heavy leakage at the filter. The customer reported the flow rate was around 250 ml/hr and the volume to be infused was 250 ml. The solution to be infused was immune and chemotherapy solutions. The users noticed the leakages near the end of the infusions. Some chemotherapy dropped onto the patient's forearm skin and the nurse touched the solution. There was patient involvement and unprotected exposure to the chemotherapy solution to the patient and users, however, no report of harm. This report captures the fourth of four events.

Manufacturer narrative:
H10: received five new list # 140159290, ls, prim plum set, 15 mic filter; lot # 4144161 on june 17, 2020. The complaint of filter leak can be confirmed based on the photos and videos provided. The photos and the videos received showed leakage coming from the inlet filter of the filter cassette. The probable cause cannot be determined from the photos and videos provided. The device depicted in the photos and videos was not returned for evaluation. The complaint cannot be confirmed or replicated on the returned five new still in package 140159290 primary plum set. Each of the new samples were leak tested per product specification. There were no leaks anywhere along the fluid path. The five (5) new 140159290 primary plum sets met product specification. The device history review (DHR) for lot 4144161 was reviewed and no non conformities were found that would have led to reported complaint.